Manufacturer narrative:
Results: one used and four unused samples were returned for evaluation. For the used unit: a visual/microscopic inspection observed the needle was partially retracted into the safety barrel and the button was depressed. There was no mechanical or physical damage to the spring or needle hub or grip. There was no evidence of adhesive on the button, grip or hub. The needle was reassembled to the out position and the catheter/adapter was slid back over the needle, which met with some resistance. There was grinding or drag felt during reassembled to the out position. A simulated use test was performed by pressing the safety activation button and the needle did not retract fully into the safety barrel. Additionally, the edges of the wedge were observed to be jagged. For the unused units: a visual/microscopic inspection observed no mechanical or physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. A simulated use test was performed by performing the hub twist and pressing each device's safety activation button. The needle retracted into the safety barrels, meeting no resistance. Additionally, the edges of the wedges were observed to be smooth. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6326991. Conclusion: although the investigation confirmed the needle retraction failure with the used unit, an absolute root cause for this incident cannot be determined. The damage to the inside of the wedge cannot be identified as to whether it is related to manufacturing or the vender of the incoming raw materials.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 20 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter did not retract after the safety activation button was pressed. There was no report of injury or medical intervention.